Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier would not close. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a frayed pitch cable at the distal end. The frayed cable segment that contains the crimp was still installed in the clevis. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.